Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with a broken electrode. The patient's blood glucose level was at 201 mg/dl. The customer was transferred to the help line for more assistance. No further information was provided.